Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Concomitant medical products: modular cocr head 32mm catalog# 163670 lot# 00j3495672, g7 acetabular shell catalog# 010000663 lot# 3425838, g7 acetabular liner catalog# 010000732 lot# 3378235. Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) identified a deviation associated with a cosmetic issue. Review of complaint history for same or similar issue identified one additional complaints for part (item) number and no additional complaints were identified for part/lot combination. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain )¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01178/01179/01180. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of a clinical study that a patient underwent a right hip procedure on (B)(6) 2016. Subsequently, the patient reported moderate pain with occasional use of medication stronger than aspirin, difficulty with performing daily activities and problems walking about during three (3) months and one (1) year post operative follow up visits. Attempts have been made and no further information has been provided.